Event description:
False (B)(6) advia centaur xp anti-hbs (ahbs) results were obtained on patient sample when tested with reagent lot #197 during lot to lot testing. The patient sample was tested with two other lot numbers and the results were (B)(6). The discordant value was not reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs results.

Manufacturer narrative:
The cause for the discordant anti-hbs result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.